Event description:
A surgeon reported a pt that presented with corneal inflammation associated with stroma inflammation, corneal endothelium inflammation and bullous keratitis three days following intraocular lens (iol) implant surgery. The pt was hospitalized for one right to observe for possible endophthalmitis. Endophthalmitis was not confirmed following complete examination. Fifteen days following surgery, the corneal inflammation remained and the pt's vision had not improved. In a follow-up, the surgeon indicated that the pt was diagnosed with toxic anterior segment syndrome (tass). The pt was treated with medications and recovered with no consequences. The surgeon noted that during surgery the natural lens fragments were difficult to catch and seemed to be trapped in the product. The surgeon also noted that at the time of the event, the weather was very cold and he wondered if the product could have been affected.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested by phone, fax, and mail. (B)(4).